Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving a high voltage shock. Upon review, the implantable cardioverter defibrillator had delivered an inappropriate shock for a supraventricular tachycardia. No reprogramming was performed. The patient would continue to be monitored.